Manufacturer narrative:
The history log showed that the pad-pak was first installed on the (B)(6) 2009 and that it had performed to specification up to the (B)(6) 2014. During this period an increase in voltage suggest a further pad-pak was installed. On (B)(6) 2014 multiple manual power ups all of less than one minute duration were observed in the device memory. The pad-pak was then removed. A pad-pak was installed on the (B)(6) 2015 with the device passing an auto self-test. Multiple manual power ups, mainly of ten minutes duration were observed in the device memory on the (B)(6) 2015 and the (B)(6) 2015. The pad-pak was then removed. A pad-pak was installed on the last history log entry on the (B)(6) 2015 and the device recorded nonsensical data. This may have been due to the incorrect insertion of the pad-pak. Investigation found this fault can be contributed to membrane failure. The ten minute time outs would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.